Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed no relevant service within the review period. The event history review found no relevant history. The reported issue was confirmed through visual inspection. The root cause of the issue was a peeling downstream occlusion (dso) seal. The downstream occlusion (dso) seal was replaced to solve the issue. Further investigation found a deforming upstream occlusion (uso) seal and was replaced. The dso/uso sensors were calibrated. The device then passed all functional testing after repairs.

Event description:
It was reported that the device had a damaged downstream occlusion (dso) seal. There was unknown patient involvement.